Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2016-07861. It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 20mm in length, 2.75 to 3mm in diameter, concentric, de novo target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). The lesion contained a >45 and <90 degrees bend. After a 6f jr 3.5 guide catheter was engaged to the target lesion coaxially, a non-bsc guide wire was placed distally to the lesion. Another non-bsc guide wire was used to get a better support due to the tortuous lesion. Pre-dilation was performed using a 2x12mm non-bsc balloon catheter, leaving 30 to 40% residual stenosis in the lesion. Then a 3.00x24mm synergy drug-eluting stent was advanced to treat the target lesion, but the physician could not get much support. Pre-dilation was performed once again. The guide catheter was exchanged to another non-bsc guide catheter and the guide wire was exchanged to two non-bsc guide wires. The synergy stent was advanced again but it could not pass the bend. The stent delivery system (sds) was removed and it was noted that the strut was lifted and damaged. A 3.00x24mm promus premier drug-eluting stent was then advanced but in spite of good support of the guide catheter and with the buddy wire, the stent could not track. The sds was removed and it was noted that the strut was lifted and damaged. The procedure was completed using a 2.75x15mm non-bsc bare metal stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 1st proximal strut lifted and pulled in a distal direction. The 7th strut from the proximal end was lifted on one side and pulled distally. The stent od (outer diameter) of undamaged distal section was measured using snap gauge and is within max crimped stent specification, indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight hypotube kinks along the catheter shaft and one kink inside the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft kink 3cm distal of hypo/midshaft bond. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR# 2134265-2016-07861. It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 20mm in length, 2.75 to 3mm in diameter, concentric, de novo target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). The lesion contained a >45 and <90 degrees bend. After a 6f jr 3.5 guide catheter was engaged to the target lesion coaxially, a non-bsc guide wire was placed distally to the lesion. Another non-bsc guide wire was used to get a better support due to the tortuous lesion. Pre-dilation was performed using a 2x12mm non-bsc balloon catheter, leaving 30 to 40% residual stenosis in the lesion. Then a 3.00x24mm synergy¿ drug-eluting stent was advanced to treat the target lesion, but the physician could not get much support. Pre-dilation was performed once again. The guide catheter was exchanged to another non-bsc guide catheter and the guide wire was exchanged to two non-bsc guide wires. The synergy stent was advanced again but it could not pass the bend. The stent delivery system (sds) was removed and it was noted that the strut was lifted and damaged. A 3.00x24mm promus premier¿ drug-eluting stent was then advanced but in spite of good support of the guide catheter and with the buddy wire, the stent could not track. The sds was removed and it was noted that the strut was lifted and damaged. The procedure was completed using a 2.75x15mm non-bsc bare metal stent. No patient complications were reported and the patient's status was stable.